Event description:
The patient's wife reported that the pdm blood glucose meter was giving false low bg readings which read 35 mg/dl, 55 mg/dl and 81 mg/dl. Her husband was not responding coherently at the time of his bg reading of 61 mg/dl. She thought he was having a stroke so she called the paramedics. Upon their arrival his bg read 34 mg/dl (with the medic's meter) and he was treated with a half dose of dextrose. They were able to raise his bg to 137 mg/dl and he was then taken to the emergency room.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's paramedics visit. No product lot number was reported therefore no qualification records were reviewed.